Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This product inquiry addresses hardware irritation from a distal locking screws. The pmcfr states: ¿in one patient there was hardware irritation coming from a distal interlocking screw, which required removal of that screw¿. The manufacturer became aware of a post market clinical follow-up report (pmcfr) from (B)(6) medical center; which principal investigator is (B)(6) and the authors of the report are (B)(6). The title of this report is a post-market clinical follow-up (pmcf) of the treatment of femoral fractures with the t2 greater trochanter entry femoral nailing system (gtn) which was published in june 2018 and is associated with the t2 greater trochanter entry femoral nailing system (gtn). Within that publication 3 adverse events were reported, which occurred between 2012 to 2017. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively. All 3 adverse events involved static mode 1. All 3 adverse events took place on the right side.